Manufacturer narrative:
Sensor 0m006507uq8 was returned and investigated. No physical damage observed on sensor patch. No issues were observed with the adhesive. Issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer¿s husband reported that the customer¿s adc freestyle libre sensor fell off after 4 days of wear. It was further reported an unspecified high glucose reading was obtained from an unspecified device. No symptoms were reported; however, the customer was incapable of self-treating and was taken to the ER where novolog was administered as treatment. There was no report of death or permanent impairment associated with this event.